Manufacturer narrative:
Device not used on any patient. Problem noticed during incoming inspection.

Event description:
There was a hole found in one sterile pouch from a case of 50 sterile kelly forceps, product number 96-2562, compromising the sterility. The issue was caught for the product in question during incoming inspection. The product was not used on any patient.